Manufacturer narrative:
Correction- report source: foreign should have been selected on the initial report all information reasonably known as of 30-mar-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The actual device was not returned. A review of the device history record (DHR) was not performed as no lot number was provided as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. The device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A report was received from brazil stating, the customer reported a fast flow incident for a homepump device. No additional information was provided in regards to the patient's status.